Event description:
There was difficulty encountered when an attempt was made to withdraw the bmw universal guide wire. The tip coil of the guide wire was stretched when the guide wire was completely withdrawn from the guiding cahteter. Reportedly, there was no pt injury. This is being reported based on the analysis of the returned guide wire, which revealed that there was a shaping ribbon separation.